Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported that the patient had expired on (B)(6) 2017. Additional information provided by the vad coordinator on (B)(6) 2019 stated that the cause of death and relationship to the device were not known. It was also reported that the pump would not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017. The account stated the cause of expiration is unknown, it is unknown if the expiration was device related, and the device will not be returned for evaluation. No further information provided.